Manufacturer narrative:
(B)(4). During laboratory evaluation, replacement of customer graphics diver board with lab use only(luo) graphics diver board restored functionality of display assembly determining customer graphics driver board to be defective. The product was sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the display assembly of the roller pump was missing graphics. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.